Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device not returned.

Event description:
Related to 496581 and 496583 (same patient). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had intermittently energy. The kit was not replaced and was used throughout the harvest with no vein issues or anything harmful to the patient.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) a lot history record review was completed for lots 25158338, 25158641, and 25158690 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul 2019 to jun 2021 was reviewed. There were no triggers identified for the review period.

Event description:
Related to 496581 and 496583 (same patient).